Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged after the patient underwent a coronary artery bypass graft surgery (CABG). The lead was explanted and a new lead was placed. The explanted product was discarded after the procedure. No additional adverse patient effects were reported.